Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that when the patient had their leads implanted, they suffered a stroke caused by the surgery. The patient was suppose to go home after surgery if they didn't nick a blood vessel. The patient ended up being in the hospital for 3 months followed by 3 months. The patient got home on the (B)(6) of this year. No further complications were reported or anticipated with this event.